Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on (B)(6) 2015. Note: pi1-xpbmdt corresponds to MFR # 2210968-2015-19304 from legacy system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue, and other injuries, and has undergone additional surgeries and revisionary procedures. It was reported that the following insertion the patient experienced extrusion, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent mesh revision and partial mesh resection on (B)(6) 2009, due to recurrent mesh erosion. No additional information is provided at this time.